Event description:
It was reported during remote follow up; loss of ventricular capture was noted on the patient's pacemaker (pm). Programming changes were discussed, no changes or interventions were reported. The patient's condition was stable.